Event description:
It was reported that the right ventricular (rv) lead had a high threshold and the bipolar impedance had risen to 1100 ohms. It was also reported that the device¿s fluid monitoring status was interrupted. The rv lead was reprogrammed to unipolar pacing and is still in use. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-58 implantable pacing lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Expected device behavior with the last optivol measurement aborting for impedance validation done prior to the daily measurement since the rv biv impedance is high. Suspect other aborts were for same cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.